Manufacturer narrative:
Insulin pump received with blank display due to cracked lcd display window and detached end cap noted. (B)(4).

Event description:
Information received by medtronic indicated that the top corner of the insulin pump and screen was shattered. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.